Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is tilted laterally at the superior end and does not contact the ivc wall. The ivc filter is tilted medially at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Two (2) anterior struts contact the small bowel. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is tilted laterally at the superior end and does not contact the ivc wall. The ivc filter is tilted medially at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Two (2) anterior struts contact the small bowel. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that there was subsequent tilt and perforation of the filter and the patient is experiencing anxiety related to the events. The patient reported perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt of the ivc filter, in addition to device unable to be retrieved; however; there have been no documented attempts to remove the filter. According to the medical records the patient was diagnosed with pseudotumor cerebri after experiencing severe headaches. The patient was placed on medication and the headaches returned and the patient had a seizure, at which point a sagittal sinus venous thrombosis was diagnosed. Ten days later the patient developed a swollen right leg and was diagnosed with right femoral vein thrombosis. An inferior vena cava filter was placed followed by placement of a ventriculoperitoneal shunt. At the time the patient was noted to have activated protein c resistance due to heterozygous factor v leiden mutation. The patient also had a history of chronic venous status and morbid obesity. Approximately two years post filter implant, the patient underwent a hysterectomy for recurrent cervical cancer. Approximately thirteen years post filter implant, the patient underwent an abdominal computerized tomography (CT) of the abdomen and pelvis. Two years later the coronal and sagittal reformatted CT scan images were submitted to an outside physician for review. The results of the review indicated that the filter is tilted and is perforating through the ivc with multiple struts extending extraluminal. The reviewer also documented that the original function of the filter is permanent and therefore cannot be removed by a percutaneous approach. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is tilted laterally at the superior end and does not contact the ivc wall. The ivc filter is tilted medially at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Two (2) anterior struts contact the small bowel. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. According to the medical records the patient was diagnosed with pseudotumor cerebri after experiencing severe headaches. The patient was placed on medication and the headaches returned and the patient had a seizure, at which point a sagittal sinus venous thrombosis was diagnosed. Ten days later the patient developed a swollen right leg and was diagnosed with right femoral vein thrombosis. An inferior vena cava filter was placed followed by placement of a ventriculoperitoneal shunt. At the time the patient was noted to have activated protein c resistance due to heterozygous factor v leiden mutation. The patient also had a history of chronic venous status and morbid obesity. Approximately two years post filter implant, the patient underwent a hysterectomy for recurrent cervical cancer. Approximately thirteen years post filter implant, the patient underwent an abdominal computerized tomography (CT) of the abdomen and pelvis. Two years later, the axial and pelvis with coronal and sagittal reformatted CT images were submitted for review of the ivc, filter position, and related findings, revealing that the superior end of the cordis trapease ivc filter is at the mid l2 vertebral body. The ivc filter is tilted laterally at the superior end and does not contact the ivc wall. The ivc filter is tilted medially at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Two (2) anterior struts contact the small bowel. The filter is tilted, and the filter is perforating through the ivc with multiple struts extending extraluminal. The reviewer also documented that the original function of the filter is permanent and therefore cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fifteen years and seven months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt of the ivc filter, in addition to device unable to be retrieved; however; there have been no documented attempts to remove the filter. The patient further reports suffering from anxiety related to the possibility that the filter could get worse and or lead to other injury, up to and including death.